Event description:
The customer observed imprecise and non-reproducible, falsely elevated vitros tropl es results for three pt samples processed on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated results were not reported outside the lab. There was no report to pt harm as a result of this event. This report corresponds to ortho clinical diagnostic inc. (B) (4).

Manufacturer narrative:
The customer and ocd field service investigated and performed necessary maintenance and repairs to multiple subsystems, returning the vitros eci to intended operation. Following the service activity, no further occurrences of falsely elevated tropl es result have been observed. Additionally, the investigation determined that the customer is not following the sample collection tube MFR's recommendation for centrifugation. The investigation could not rule out improper pre-analytical sample processing as a contributing factor.